Manufacturer narrative:
All available information was investigated, and the reported inability to lower a single gripper was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to lower a single gripper is related to the gripper arm cover becoming pinched between the harness. However, a cause for the gripper arm cover becoming pinched between the harness cannot be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was introduced to the patient and placed, when the mean pressure gradient (mpg) increased to x mmhg. The clip was removed from the patient and the mpg returned to baseline. A mitraclip ntw was then selected and prepared successfully. After the clip was advanced within the patient it was not possible to lower one of the grippers. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A mitraclip was then successfully implanted and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.